Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness. It was also reported that a device failure was suspected due to observing a junctional rhythm on electrogram. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician did not suspect any issues with the ipg based on a remote transmission and that there is a plan in place for continued follow up.